Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged keypad, and the select key and start key are worn out. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged keypad was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was pausing without pressing the keypad. It is unknown if there was patient involvement, no adverse patient effects were reported.